Event description:
It was reported that the right ventricular (rv) lead impedance increased and had high and increasing threshold on the pace/sense portion of the rv lead. The rv lead was reprogrammed and later was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.